Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.

Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure to implant the second side of the system the patient experienced a complication wherein she became unresponsive. The procedure was aborted, and a computed tomography scan (CT) was performed. The CT scan was negative for brain bleed. The patient was baseline post-operatively and was discharged.